Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent occlusion alerts on the ilet insulin pump and believed the device was malfunctioning, leading to a replacement authorization and shipment after verification of the device serial number and user re-training planning. Symptoms included perceived infusion occlusions. Outcomes included education on shutdown to prevent further alerts, instructions to sync data before return, and continuation of cgm via the dexcom app or receiver. Investigation included remote review of device history via case documentation, user interview, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.